Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported on behalf of a friend that she used a bladder support and upon removal, the string came out and she was unable to manually remove. Her friend went to the ER for removal of the bladder support. Consumer did not provide any more details of her friend's experience.